Event description:
It was reported that a 67-year-old female patient underwent primary breast reconstruction surgery with unknown size unknown gel implants in 2001. Breast cancer was observed on an unknown date from an unknown study ¿ ¿healthcare professional (hcp) just wanted sizing info and did not want to start the claim for cancer patient with natural breast that is looking droopy and the other one is wonky. Hcp has not seen the patient. Hcp stated that patient is unsure of manufacture or if the implant is saline or silicone¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).